Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead was an attempted implant due to a guidewire perforating the insulation during the implant procedure. This lead was explanted and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection of the lead was completed. A puncture hole in the insulation was visible and the exit direction appeared consistent with damage from back-loading a guidewire. A stylet insertion test was completed and passed. Product analysis confirmed the field observation of insulation damage consistent with a guidewire escaping the lead lumen.